Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's fitbit suddenly quit working in (B)(6) 2016 and was wondering if the deep brain stimulator system could have caused it; the fitbit manufacturer is sending the patient a new device. No patient symptoms were reported. Additional information received reported the patient had bought the fitbit charge hr in the middle of december and on the morning of (B)(6) 2016, it was working fine early in the morning but then later in the morning it had just stopped. The patient had called fitbit to find what caused the fitbit to die but found nothing. The patient had received a new one but did not wear it, it was worn for about a week and after the third day it had just seemed like they were not getting the improvement they had with the deep brain stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.